Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the user was standing next to a heater. At the time of the report, the user experienced another altitude alarm during a bolus. There was a delay in clearing the alarms; however, insulin delivery was resumed. The user's blood glucose level ranged from 200 mg/dl to 109 mg/dl.